Event description:
The information received indicated that patient had elevation of cardiac enzymes ((B)(6) 2010 (09:03 24 hr clock): ck 312 (ul: 235 u/l), ck-mb 28.3 (ul: 4.9 ng/ml)) and myocardial infarction/ischemic event. The event start date was april 22, 2010 and the stop date was on unknown day and month in 2010. For the index procedure, the patient was admitted with a 99% de novo stenosis in the mid right coronary artery (rca). The lesion was 15mm long and type c. There were more than 2 lesions per vessel. The lesion was pre-dilated with a 2.0 x 15mm balloon at 7atm. A 2.5 x 18mm cypher stent was deployed at 8atm in the target lesion. The stent was post-dilated with a 2.0 x 15mm balloon at 7.5atm. A 3.0 x 33mm cypher stent was then deployed overlapping at 14.8 atm. The stent was post-dilated with a 3.0 x33mm balloon at 14.8 atm. Then, a 2.5 x 13mm cypher stent was deployed overlapping at 16.9 atm. The stent was post-dilated with a 2.5 x 18mm balloon at 8atm. The residual stenosis was 20%. The patient was discharged the following day.

Manufacturer narrative:
A (B)(6) male patient from the (B)(4) study experienced a myocardial infarction post procedure. Past medical history included hypertension, hyperlipidemia, history of cva/stroke (2008), history of tia (2008), history of renal insufficiency and diabetes mellitus (type ii controlled with insulin). For the index procedure, the patient was admitted with a 99% de novo stenosis in the mid right coronary artery (rca). The lesion was described as type c and anatomically complex because there were more than 2 lesions per vessel. The lesion was pre-dilated with a 2.0 x 15mm balloon at 7atm. A 2.5 x 18mm cypher stent was deployed at 8atm in the target lesion. The stent was post-dilated with a 2.0 x 15mm balloon at 7.5atm. A 3.0 x 33mm cypher stent was then deployed overlapping at 14.8 atm. The stent was post-dilated with a 3.0 x33mm balloon at 14.8 atm. Then, a 2.5 x 13mm cypher stent was deployed overlapping at 16.9 atm. The stent was post-dilated with a 2.5 x 18mm balloon at 8atm. The residual stenosis was 20%. Post procedure, the cardiac enzymes were elevated and a diagnosis of myocardial infarction was reported. No treatment was performed. The patient was discharged the following day. The products were not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109746 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Elevated enzyme levels may reflect the structural changes taking place during coronary intervention with no indication of any device performance, design, or manufacturing issues. Based on the information provided, there are vessel characteristics (long lesion) and inherent procedural factors that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concomitant medical products: atenolol 100mg (start: 2001), benicar 40mg (start: 2007), torsemide 5mg (start: 2000), lantus (start: 2008), pravastatin 40mg (start: 2010), aspirin 325mg ((B)(6) 2010) and aspirin 81mg (start: (B)(6) 2010). Additional information will be submitted within 30 days from receipt. This is one of three products used in the same patient and reported under manufacturing report number 3003742446-2011-00404, 3003742446-2011-00405 and 3003742446-2011-00406.

Event description:
The myocardial infarction event was reported to be of none/mild severity and was managed medically only. The event was reported to be unrelated to the cypher device, the index procedure and the study drug. The myocardial infarction required revascularization.

Manufacturer narrative:
This is one of three products used in the same patient and reported under manufacturer report numbers 3003742446-2011-00404, 3003742446-2011-00405 and 3003742446-2011-00406.